Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 532 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced the symptoms such as shortness of breath, nausea, vomiting and thirsty. The customer was treated by intra venous fluid and nova log insulin and was using auto mode feature on insulin pump. Customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.